Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025: the mother of a teenage end-user reported that the user was hospitalized due to elevated blood glucose (bg) levels of 600 mg/dl lasting six hours. The user experienced nausea, vomiting, and the presence of ketones. In response, the user's mother transported her to the hospital, where she received intravenous fluids and manual insulin injections. During the call, the user's mother attributed the elevated bg levels to a malfunction of the ilet device (serial number (B)(6). The device reportedly displayed a recurring "alert-38," indicating a motor stall that inhibited insulin delivery. Diabetic ketoacidosis (dka) was noted as a health effect. The user remained hospitalized at the time of the call. Attempts to obtain additional information were unsuccessful, as the customer did not respond to follow-up calls or requests for further contact.